Manufacturer narrative:
.

Event description:
It was reported that during an abdominal aortogram with lower extremity intervention procedure, a stent dislodgement occurred. The lesion was located in the calcified and non-tortuous left common iliac artery. Access was obtained via the right femoral artery. An introducer sheath was not used and the vessel was not pre-dilated. The express biliary ld 8.0mm x 40mm x 75cm stent delivery system was advanced past the lesion. After the stent delivery system had crossed the lesion, the stent dislodged from the balloon. The physician attempted to retrieve the stent with a snare but was unsuccessful. A small diameter balloon was passed beyond the stent, inflated, and the physician "dragged" the dislodged stent backward to successfully retrieve the stent from the patient. The procedure was successfully completed using another MFR's stent. The patient's status is reported as "good".